Event description:
We (simulation center) received an ambu bag from logistics for our code cart and when staff went to use it during a training drill on 9a to give ventilations to our mannequin we noticed some defects and difficulties being able to perform that task. The ambu bag was missing the elbow piece which would allow the mask be perpendicular to the bag when performing breaths. Unfortunately, without the piece the bag was vertical to the mask and would not allow for effective ventilations. Concern is whether this specific ambu bag set-up may have been distributed to code carts within the organization and this will make the role of ventilator during a medical emergency difficult to perform. This is an urgent safety issue that needs to be looked into. Local investigation confirmed all code carts did not have impacted items.